Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) after having received three shocks. It was determined that these shocks were an appropriate response to the patient's therapy needs. From interrogation at the ER, it was noted that the right atrial lead was undersensing. No changes were made to lead programming, and the lead remains in use. No patient complications have been reported as a result of this event.